Event description:
A hospital in (B)(6) reported that there was a leak in the expiratory limb of an rt340 adult dual heated evaqua breathing circuit 10 days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(6). Method: the complaint device was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a hole on the expiratory (evaqua) limb, approximately 11cm away from the patient end connector. A lot check could not be performed as no lot number was provided. Conclusion: based on the nature of the damage, it is likely that the evaqua expiratory limb was punctured during use. The hospital has confirmed that the breathing circuit was in use for ten days before the leak was detected, which suggests that the damage occurred during use. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(6).